Manufacturer narrative:
The device was not returned as implanted in the patient; therefore, product analysis of the onyx was not able to be performed. This event was received via clinical review. There is no indication that the onyx did not perform as intended as there was no procedure complication reported. Various functional neurological deficits are known inherent risks of the onyx embolization procedure and are documented in the instructions for use. Based on the reported information, review of the IFU and patient consultation form, the most likely cause of the reported event is due to the procedure and patient condition. Mdrs from this event: 2029214-2017-00658 and 2029214-2017-00659. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received through literature review that the patient experienced a reduced visual acuity after the 7th embolization procedu re. The patient has a history of right temporal avm, which was diagnosed in (B)(6) 2014 after an episode of deafness. The patient was receiving a 7th onyx embolization to treat the avm in the right temporal region. The patient reported that he is bothered by problems in his visual field, with the feeling of "not having a right eye". A visual field examination carried out showed amputation of the nasal nerve on the lower left. There was no medical intervention required and the patient is currently stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.